Event description:
It was reported that this left ventricular lead was surgically abandoned due to intermittent high, out-of-range pacing impedance values. Increased thresholds were also noted. The lead was replaced at the same time the device was changed out. No additional adverse patient effects were reported.